Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted c in the insulation. Blood and body fluid were noted in the insulation due to the cuts. Resistance tests were completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Pressure tests were not performed due to the cuts in the insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition. The lead was disconnected and then reconnected to the device and connections were checked. The physician suspected a lead integrity issue, thus a new rv lead was implanted without issue. The attempted rv lead was returned for analysis. No adverse patient effects were reported.